Event description:
The hcp reported that patient was implanted in 2006, and started at morphine 1.5mg/day as the patient was opioid tolerant. The patient responded well. On the third day, the dose was increased by 20%. By the next day. The patient was presenting with bradycardia, diaphoresis, and somnolence with respirations with normal limits. The hcp believes the symptoms were probably related to the multiple drugs he was in the hospital after his surgery. No information was provided on the patient treatment or device troubleshooting done as the chart was not available to the reporter. The patient was seen in the office approx 2 week after, and was having no symptoms. During that visit, the dose was increased another 15% to 2.06mg/day. The patient is reported to be currently doing very well.